Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
(B)(6). The pod was deactivated and he noticed the cannula was bent. Hyperglycemia treated by patient activating new pod. The pod was worn between 24 and 36 hours on the arm. The patient was able to activate a new pod and administered a manual injection of 12 units of insulin, which lowered her bg levels to 17.7 mmol/l (319 mg/dl).

Manufacturer narrative:
The received device had the cannula assembly deployed. No bends or kinks were observed in the exposed portion of the soft cannula, and the download data does not contain any timeouts or increase in pulse width that would indicate a failure to deliver insulin during runtime. The download data also returned an 0x1c alarm and it was confirmed that the pod expired at 80 hours. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.